Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope instrument channel is perforated. The issue occurred during reprocessing. There were no reports of patient involvement.